Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported set screw anomaly was confirmed in the laboratory. The rv/svc set screw bore was found to have debris which prevented the set screw from fully entering the bore to fully secure the lead when fully tightened. The cause was found to be due to a manufacturing anomaly.

Event description:
It was reported that during implant, the lead was unable to be inserted into the header of the device. The device was replaced.